Event description:
A customer reported receiving a reading of 8.2 mmol/l (147 mg/dl) on their adc meter at 8:03 am that was higher when compared to a paramedic's reading of 5.1 mmol/l (91 mg/dl) obtained at 1:30 pm when the customer experienced a hypoglycemic episode. The customer was reportedly treated with glucose via injection on the scene and transported to a healthcare facility for further observation. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.